Event description:
Customer reported high blood glucose readings. The current blood glucose reading is 325 mg/dl. Customer stated that she was hospitalized due to diabetes ketoacidosis. The blood glucose levels would go up to 300 to 400 range. Customer treated the high with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2013-99799.